Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the patient crashing post procedure requiring intervention and prolonged hospitalization. It was reported that the patient underwent a mitraclip procedure on (B)(6) 2022 to treat functional mitral regurgitation (mr) with a grade of 4. One mitraclip device was successfully implanted reducing the mr to a grade of <1. The following morning the patient crashed, and a left ventricular assist device (lvad) was placed in the patient. The implanted mitraclip remained stable on both leaflets, however according to the physician the mitraclip procedure contributed to this event. On (B)(6) 2022 the lvad was removed, and the patient was extubated. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the available information, the reported heart failure is due to procedural conditions. The reported effect of heart failure is listed in the instructions for use (IFU) and is a known possible complication associated with mitraclip procedures. The reported hospitalization and medical intervention are the results of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.

Event description:
N/a.